Event description:
It was reported that during ICD change-out for normal eri, externalized conductors were observed via fluoroscopic imaging. Patient was asymptomatic. The defib portion of the lead was capped and the pace/sense portion was reused as the patient was downgraded to a pacemaker.